Manufacturer narrative:
Investigation summary: bd received a few photographs in support of this complaint showing black foreign matter in the cap. Additionally, 1 sample was returned for this complaint. Bd was able to confirm the customer¿s indicated failure mode with the sample and photographs provided. The root cause for this type of defect is that the foreign matter is carbonized polymer being released in the cap molding process. It is a cosmetic defect with no impact on the efficiency of the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty cap ×1."